Event description:
Intensive care unit staff were attending to a pt, condition unk. Allegedly during an attempt at performing a synchronized cardioversion, the device would not charge when the charge button was pushed. After 4 or 5 pushes of the charge button, the defibrillator finally charged and the pt was converted successfully. There were no adverse effects to the pt as a result of the alleged malfunction.